Event description:
It was reported occlusion alarms occurred. During troubleshooting with tandem technical support the customer was able to clear the alarm and resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.